Event description:
Pt underwent revision orif of right tibia, excision of the sequestrum and soleus flap with split thickness skin graft, removal of plate on the lateral side and implant a plate on the medial side. Five (5) months post implant pt diagnosed with bone not healing, active infection and broken screws. Pt was placed on oral antibiotics. About one (1) year post implant, pt underwent takedown of nonunion and removal of broken hardware, two shafts were left in the pt. External fixation was applied in preparation for bone transport osteotomy. This is report #2 of 2 for the same event.

Manufacturer narrative:
Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.